Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing a custom cement nozzle reducer for cement application on (B)(6), 2010. The cement nozzle reduce3 was incapsulated in the cement mantle during procedure and was retained by the patient.